Manufacturer narrative:
Product analysis #(B)(4): analysis information -- (B)(6) 2025 08:51:19 cst pli# 30 product ID# 97715 continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type lead product ID 977a260. Serial# (B)(6) implanted: (B)(6) 2018. Product type lead h3: analysis of the lead (B)(6) found that all conductors were broken 24.1 cm from the distal end. Analysis of the ins (B)(6) found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep reported that the patient's intellis implant was replaced with a new inceptive based on the age of the old implant. It was noted the patient experienced a return of pain. Rep reported the lead was replaced due to having high impedances on all electrodes. The issue has been resolved. All devices will be returned for analysis. Rep indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2025, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2025, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Correction: the initial reporter's phone number in section e has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with a history of chronic pain experienced a return of pain and a high impedance issue with the right lead. The high impedance was not observed on the day of surgery. There were readings with a value of 40k between lead 8-15. Troubleshooting was performed by running impedance with a higher amplitude. Cause is unknown. Issue has not been resolved. The manufacturer representative indicated they would send any further information as they become aware.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; brand name: vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.